Event description:
Note: the report pertains to complaints opened against an event that occurred during a single procedure. Refer to manufacturer report #'s 3005099803-2008-6214, 3005099803-2008-6215, 3005099803-2008-6216 and 3005099803-2008-6217 for additional information. It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the clip would not detach from the delivery system to complete deployment. Procedure completed with a different device (unknown product). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok."

Manufacturer narrative:
No consequences or impact to patient. Deploy, failure to. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.